Manufacturer narrative:
(B)(4). Reserve sample was evaluated and the reported event was not confirmed. No unusual behavior during mixing, handling or setting was observed under standard conditions. Device history record (DHR) was reviewed and no discrepancies were found. The complaint was not confirmed and therefore root cause of the reported event cannot be determined; however, according to the instruction of use (reference : (B)(4) - (B)(6) 2015) :"the working time and the rate of polymerization are strongly dependent on ambient temperature and on temperature of the components. The hardening time is shorter at high temperatures and longer at low temperatures. Viscosity increases as polymerization progresses, i.e. As the cement hardens" if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
It was reported the customer is experiencing big variations in handling time of the bone cement. It takes more than 20 minutes to become hard instead of 12 minutes. No patient injury has been reported.